Manufacturer narrative:
Corrected data: b5. The mention of a burn on the plastic distal end cover was corrected and retracted from the initial report, since it was confirmed that the malfunction did not occur and was not found. Additionally, the codes in h6 for cover and thermal decomposition of the device can also be retracted as there was no problem found with that component. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign objects in the jet tube. There were no reports of patient involvement.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign objects in the jet tube and a burn on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.